Manufacturer narrative:
The device is currently undergoing analysis. The event will be updated once analysis is complete. The post market quality assurance laboratory investigation concluded that the device was programmed out of ship state prior to being returned. Once the device was programmed back to ship mode, testing confirmed that the device functionality meets specification.

Event description:
Boston scientific crm received information that initial testing performed by our post market quality assurance laboratory noted a possible product performance issue with this device during the final packaging portion of pre-ship testing.